Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter continued to prompt the "apply sample" symbol after a sample had been applied to the test strip. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the pt by phone. The pt reported that the alleged issue began approx 1 week prior to contacting lfs. The cca noted that the pt manages her diabetes by taking a set dose of lantus and humalog insulin. The pt denied making any changes to her diabetes management as a result of the alleged issue; however, claimed that she developed shortness of breath 1 week after the issue began. In addition, the pt called lfs back on (B) (6) 2010 to inquire the status of her meter replacement she had not yet received and to report she had developed "low blood glucose symptoms" at an unspecified time on (B) (6) 2010. The pt reported she was at a friend's home when the incident occurred. At the onset of symptoms, the pt claimed her blood glucose was tested with her friend's meter and obtained a result of "24 mg/dl". It is not known what medical intervention, if any, the pt received in response to the symptoms. At the time of troubleshooting, the customer care advocate noted that the pt was using the correct testing technique. The issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.